Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified repairs unrelated to the reported event. Device is used for treatment. This is a limited investigation; a review of the device history records and a complaint history review will not be completed for limited investigation complaints. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was difficulty connecting the hose to the handpiece and there was leaking air that was undetermined whether it was coming from the handpiece or the hose. There was no harm or delay, no medical intervention, and no additional skin graft needed. No adverse events were reported as a result of this malfunction.